Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
It was reported there was a granuloma located at the tip of the catheter. The patient had difficulty walking, myelopathic, and had pain in their chest. An MRI was performed. The tip of the catheter was removed and replaced during a surgical intervention. The pump was used to deliver morphine, clonidine, fentanyl and dilaudid. It was further reported the patient was taking oxycodone at the time of the event. The mass was diagnosed in (B)(6) 2014 with a CT myelogram. The patient had an increase in usual pain, which was noted to be "band like or radicular pain" at the t12 level. The mass was removed in (B)(6). The patient was much better after the surgery. Their medications were being adjusted to decreased granuloma risk.